Event description:
It was reported that when the non-pacemaker dependent patient presented for a routine generator change-out, high, out of range, pacing lead impedance and loss of capture were noted. The lead was capped and replaced. There were no complications during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.